Event description:
A customer reported a cartridge alarm issue with their pump. There was no report of the customer¿s blood glucose level exceeding 500 mg/dl, indicating no adverse impact. Customer technical support decided to replace the pump and sent a loaner pump, while the customer expressed interest in obtaining an out-of-warranty loaner pump due to their current pump being out of warranty.